Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device battery longevity was at a device follow-up revealed an estimated 9.5 years and 23 months later at another device check the battery longevity was estimated at 5.5 years. The clinic was concerned over the drop of longevity. The device remains in use. No patient complications have been reported as a result of this event.